Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the patient's right ventricular lead. Programming changes were made and the noise was not sensed during isometric contraction of chest and arms. The patient was stable, and will continue to be monitored.